Event description:
Patient presented with hip pain. After tests hip joint revealed a loose cup. Doctor (B)(6). Was not the surgeon who did her hip surgery.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the explanted shell was returned for evaluation assembled with the liner. No bony on growth was observed on the ha coated surface of the shell. Dimensional and functional inspections were not performed as there is no indication or evidence to suggest a dimensional or functional issue. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented with hip pain. After tests hip joint revealed a loose cup. Doctor (B)(6) was not the surgeon who did her hip surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.